Event description:
The facility reported a pump in which an unknown recall event occurred. It is unknown when this problem occurred. It is also unknown whether there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary: the reported condition of failure code 703:00 was confirmed in the pump's event history file during evaluation. This failure code was caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.